Manufacturer narrative:
Event occurred on (B)(6) 2017 and initial complaint was reported to (B)(6) medical on (B)(6) 2017. During original complaint investigation (B)(6) medical (B)(6), dr. (B)(6), reached out to the operating physician dr. (B)(6) and her colleague dr. (B)(6) to discuss the details of the case at which time it was communicated that although no specific etiology could be determined, neither dr. (B)(6) nor dr. (B)(6), the operating physician, believe the patient's injuries were caused or contributed to by the use of the ER-reboa¿ catheter. The original complaint was closed on (B)(6) 2017 and no MDR was submitted at that time. Months later, during a conversation on (B)(6) 2018 with (B)(6) medical (B)(6), (B)(6), dr. (B)(6) conveyed that the patient's injuries in this particular case were in fact caused by use of the ER-reboa catheter. No further information was given. This new information was conveyed to (B)(6) quality personnel and (B)(6) medical (B)(6), dr. (B)(6), who, again, reached out to dr. (B)(6) to clarify the conflicting narratives. Several attempts were made to reach dr. (B)(6) and no responses were received.

Event description:
A (B)(6) yo male patient presented with a bp of pf 68/0 and hr of 150 with a gsw low in the abdomen/rt groin. Reboa placed immediately with increase in bp. Reported no difficulties with percutaneous ultrasound guided access/zone 3 placement. Confirmation imaging showed catheter too high with distal tip (p-tip) in left renal artery. Deflated balloon, pulled back and re-inflated. Patient suffered from high-mortality injuries to rt external iliac artery and vein at the inguinal ligament. ER-reboa catheter allowed operation in a relatively dry field. Two days post-op, CT showed ischemic left kidney. Underwent left nephrectomy. Physicians conducted internal m&m process 11/21/2017 and think ischemia is likely due to wire or sheath issue, less likely ER-reboa p-tip.